Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5068, implantable pacing lead, implanted: (B)(6) 2001; 4193-78c, implantable pacing lead, (B)(6) 2001; 5076-45, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected due to high thresholds on the pace/sense right ventricular (rv) lead. A device and lead replacement was performed in order to enable lower pacing outputs and appropriate battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.